Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿¿¿s complaint was confirmed. Upon inspection, it was observed that there was a metal rod stuck inside the scope socket. Cause of this could not be determined. Incidental observations were cracked front panel and minor corrosion on bottom chassis. The lamp life was over 500 hours.

Event description:
As reported for this event, during set up the device connector port where the scope attaches had something broken. There is no patient involvement and no reported patient harm or adverse impact.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause for the issue could not be conclusively determined. It is likely that the metal tip of the scope connector was clogged inside the connector and could not be connected because the user inserted a metal bar into the output socket of the device by mistake. It is likely that forceful force applied to the front panel due to the user's handling. It is likely that the device was used in an environment that deviates from the operating environment by the user's handling. It is likely that it occurred due to long-time use of the lamp. It is assumed that the problem occurred because the user could not confirm the lamp usage indicator as described in the instruction manual. The instructions for use includes the following statements: for the issue of the metal tip of the scope connector jammed inside the connector use compatible endoscopes only. Using an incompatible endoscope can result in patient injury and/or equipment damage. Refer to the "system chart" on page 101 for the compatible endoscope to be used with the light source. Handling of the device is described below in the instruction manual. For the issue of crack in the front panel do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The handling conditions of the device are described below in the instruction manual. For the issue of chassis rust use the video system center only under the conditions described in. Transportation, storage, and operation environment" on page 378 and specifications on page 379. Otherwise, improper performance, compromised. Safety and/or equipment damage may result. For the issue of lamp meter check the lamp usage indicator. When the "500 h" indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, "replacement of the examination (xenon) lamp".

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter is a biomedical technician. The event took place in (B)(6) 2020. An intern had inadvertently stuck the metal rod into the device. It is not known what the metal rod that was stuck in the device was. This was unable to be removed by the biomed. It was confirmed the event took place during preparation and there was no patient involvement not any harm to any patient.